Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed the reported issue was confirmed. The instrument was found to have bent main tube . Visual inspection of the instrument found the main tube/shaft to be slightly bent. The shaft is bent near the distal end of the main tube. The bent shaft is the cause for the instrument being unable to properly be installed onto an in-house system. Additional observation(s) not reported by site: visual inspection of the main tube found the insulation to be damaged. The insulation at the distal end was found to be broken off. The missing pieces of insulation measured approximately 0.279" x 0.311" in length and none of the broken insulation material was returned with the instrument. There was no sign of thermal damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm synchroseal bent inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed robotically. The synchroseal worked fine then the surgeon tweaked the arm too much and the instrument bent. There was no patient injury. The customer removed the instrument by tugging at it and used a backup. The instrument had been inspected prior to use and it looked fine.